Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the rep stated that the patient had a cardioversion on (B)(6) 2022. Prior to the cardioversion they turned the ins off with the patient handset. Following the cardioversion the patient has not been able to connect to the ins to turn stimulation back on and the patient has had a return of symptoms. The rep indicated that prior to calling they had moved from one exam room to another so they had attempt to connect to the ins in multiple locations. The caller also indicated that they had tried using the patient's handset with two communicators and they were not able to get the communicator to connect to the handset. During the call with tss we initially were using the patient's handset and patient's communicator, tss walked the caller through the process to pair the communicator and it worked without issue. When the rep attempted to connect to the ins with the patient application the rep got a message that said device data lost contact the clinician. The rep attempted to open the clinician application and the handset connected to the communicator but the clinician application displayed a message that there was not response from the implanted device. The rep attempted to connect multiple times with the communicator in different locations and the device would not connect to the ins. The rep tried a second handset and communicator, when using the clinician application was used they got the same no device response message. The patient's handset had a510 version 3.0.182 tss had the rep attempt to connect to the ins with the 8840. The 8840 connected successfully. There wasn't any patient demographic information. The rep indicated that the therapy information displayed program 1 as the active program with therapy off. The 8840 did not display an error message when the ins was interrogated. The rep went back to the patient's handset and communicator and tried to connect with the clinician application. The rep stated that the handset says select communicator with the ins serial number. The rep thought that the handset was displaying ins serial numbers when it was displaying verbiage like it should be displaying communicator serial numbers. After selecting the ins serial number, the clinician application connected, the patient information was programmed, all programs were displayed as being visible. The rep checked the impedances, the communication was somewhat spotty (i.e. It took a long time to complete the impedance test). The rep indicated that all the impedances were normal. The rep ended the clinician application session with stimulation off and tried to connect to the patient application. The rep reported that they were able to get the patient application to communicate. The patient was feeling stimulation with program 1 at 2.8v. The caller changed to program 2 and caller set the amplitude to 2.0v. The rep ended the session and connected to the patient application. The rep confirmed that the patient application was communicating. The rep switched programs and made therapy adjustments and confirmed that the patient application was functioning as expected. The caller indicated that they were applying a lot of pressure to the communicator when communicating with the devices. The troubleshooting steps that were taken on the call resolved the issue. No further complications were reported at this time.